Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that since implant the patient had been having problems with the unit. Their previous device had no problems for years. Therapy was not helping their symptoms like the previous device did. Patient was not getting stream all the time. On occasions, it had worked but more, so it was flaky. Patient ha been working with reps and was told by them to ¿keep pumping it up every two days.¿ one rep reprogrammed it once and another did it at the beginning of month of the call. Patient stated ¿now it was pumped up so much¿ and still was not working right and patient was getting a pain in their crotch and in their left cheek all the time. Patient thought the pain would go away because in the past it had gotten used to it, but this time the pain did not go away. Patient services offered to help turn down the stimulation and patient denied help stating they knew how to do it. Patient wanted a rep to call them back and reprogram it. Patient said they had been trying to call since the prior monday to get through to a rep. They also tried calling the other rep the current morning. There were no further complications reported.